Manufacturer narrative:
These events were identified during review of scientific literature. The article contained only limited and non-specific device information. The event reported in the source literature could not be matched to information previously reported to medtronic neurosurgery. The products were unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot numbers were provided. All edms devices are 100% tested at the time of manufacture. Literature article: the study of using two different drain tube for two-ventricle drainage in treatment of primary intraventricular hemorrhage zhu j, li q, si f, yin sf, wang qx, song cy journal of taishan medical college 2014 35(2): 120-122. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic neurosurgery identified the following information upon review of scientific literature: a total of 4 patients experienced an intracranial infection and had a body temperature over 38c, a rigid neck, and elevated white cell count in cerebrospinal fluid. The article stated that one of the patients developed hydrocephalus after removal of the device and required a ventriculoperitoneal shunt.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.